Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that the lens inside the shooter was partly bent and could not be loaded properly. There was not any patient impact since the surgeon found the error early enough and completed the surgery by inserting the backup lens. No reported clinical consequences. Additional information has received and it states that the issue occurred while injecting it into the eye.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The trailing haptic was observed to be stuck/caught in the nozzle tip on the returned photo. The returned photo shows an activated preloaded device. The plunger is advanced outside the tip of the nozzle. The lens (optic and one haptic) is advanced outside the nozzle tip. The trailing haptic appears to be stuck at the tip of the nozzle. We are unable to determine the root cause for the reported complaint "lens inside the shooter was partly bent and could not be loaded properly". The product was not returned for analysis. Haptic stuck/caught in tip was observed on the returned photo. Straight trailing haptic may have occurred during the lens advancement resulting in the reported complaint. Straight trailing haptic may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovd (ophthalmic viscosurgical device) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. If ovd has not been allowed to come to operating room temperature over a 20-minute timeframe prior to use. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery, causing potential unsuccessful delivery outcomes. Any of the above listed causes alone, or in combination, may create the reported event. The dfu (directions for use) instructs: "visually inspect the lens to determine the position of the leading and trailing haptics. Verify that the plunger is in contact with the trailing optic edge. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).